Event description:
In 2004 the pt called lfs alleging that their fasttake meter would not power on. The senior medical affairs specialist mailed a letter since the pt could not be reached. The pt had reported that the last test was performed in june 2004. During the time of concern they had been having headaches. They had attempted to test; however, the meter would not power on. They had taken their oral medication following the attempted use of the meter. At some point in time, the pt was tested on a health care professional meter and a result over 300 mg/dl was obtained. They reported receiving treatment; however, treatment info was not suggest that the two incidents were related. Pt's meter was replaced.